Event description:
It was reported that during an attempted implant, the physician had difficulty deploying the helix into the right ventricle. The right ventricular (rv) lead was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated. The analyst noted that the lead was received with the helix fully retracted, and there was distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction. (B)(4).